Manufacturer narrative:
The device was explanted but was not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced severe abdominal pain shortly after the implant procedure. The patient was given pain medication at the hospital. Subsequently, the physician explanted the device. There have been no further reports of complications.